Event description:
It was reported that the right ventricular lead exhibited noise leading to noise reversion episodes. The patient experienced palpitations and dizziness upon bending. The noise could not be reproduced through isometrics or pocket manipulation. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.